Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device, referenced, was filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement with a proglide device was attempted in a common femoral artery using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. The arteriotomy was 6fr sheath. Reportedly, the first proglide device was successful placed; however, the second proglide had an unspecified failure. Both devices were removed and a cut-down was performed following the aaa procedure and the artery was sutured closed. There was no reported adverse patient sequel. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the treatment appears to be related to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. As a result, a similar incident query was not performed as the event details and the lot history record review did not identify a potential device issue related to the reported patient effect(s). Based on the information reviewed, there is no evidence to indicate the presence of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial and final medwatch report, maude event report #(B)(4) was received containing the following information. Event description: date FDA received: (B)(4) 2015. During aaa repair, two 6f sheaths were exchanged for 2 perclose devices bilaterally in the femoral vessels. The perclose were deployed but not fully cinched tight. The left side perclose failed. Attempts were made to readvance a wire through the perclose device; however, the wire coiled in the groin. A cut down was performed to complete the aaa repair. The arteriotomy had to be repaired at the end of the procedure using a bovine patch and sutures. No additional information was provided.